Event description:
Multiple bending and distortion of connector pins on mms modules and on monitors throughout hospital in various departments. Monitor states mms unplugged message. Module will not transmit parameter to monitors.====================== manufacturer response for physiologicla monitor and mms modules, intellivue mp30, mp50, mp70 mp90 and mms modules======================manufacturer states the mmm (multi-measurement module) not aligned properly with the base unit (inserted at an off angle) and inserted with signigicant force. They have agreed to replace all of the bad connectors (1 time).